Manufacturer narrative:
(B)(4). The device was manufactured between march 14, 2014 and march 18, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed fluid in the housing of the device, indicating that leakage had occurred. Further visual inspection revealed that the upper film-wrap of the device was missing. The leak was determined to be due to the missing film-wrap. The cause of the missing film-wrap was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its housing. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the missing film wrap was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.